Event description:
It was reported to boston scientific corporation that a pelvic floor repair kit with uphold lite was used during a procedure performed on (B)(6) 2013. According to the complainant, when the device was pulled out of the patient, the needle was not found inside the capio cage. The needle was possibly left inside the patient. The doctor tried to find the needle through palpation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis found cracks on the handle of the device. One needle was still inside the cage of the device. The suture was not attached to the needle, however there were strands of suture still attached. The complaint as reported is confirmed. The device history record review found the device met all manufacturing specifications. Use of the device may have contributed to the event. The dfu indicates that the device may break and a fragment may fall into the patient. The customer complaint did not allege the handle was broken, so it is likely this damage occurred during shipment back to bsc for analysis. It is likely that the force applied to the device while pulling the lead suture through the ssl overcame the needle to leader tensile strength, which caused the needle to separate from the suture. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a pelvic floor repair kit with uphold lite was used during a procedure performed on (B)(6) 2013. According to the complainant, when the device was pulled out of the patient, the needle was not found inside the capio cage. The needle was possibly left inside the patient. The doctor tried to find the needle through palpation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of needle detached, unretrieved.